Event description:
On (B)(6) the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving two consecutive bg readings of 269 mg/dl and then 187 mg/dl from her dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.